Event description:
It was reported the device could not be interrogated. Several troubleshooting techniques were attempted however, each technique proved unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device would not communicate due to a depleted battery. The device was tested on the bench, and it was found to draw normal current. The device was tested in the automated test system both before and after a temperature cycle test; no anomaly was detected. The device met all specifications. The battery was returned to the vendor for further evaluation. No anomalies were found. The cause for the battery depletion could not be determined.